Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the pump to be in good physical condition. The event history log was unable to be downloaded. Use testing was able to confirm the complaint. Upon power up, the device displayed error code 1872. The error was attributed to a faulty motor. A root cause for the faulty motor could not be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
It was additionally reported that the failure did not occur during patient use.